Event description:
It was reported that a balloon rupture occurred. A 99% stenosed target lesion was located in the mildly tortuous and severely calcified right distal coronary artery. A 6mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 8atm. The procedure was completed with a different device. No patient complications were reported.